Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it did not note the presence of system error 347 alarm in the log, however it did reveal instances of system error 345. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to the system error 345 which occurred during evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 347 was verified as system error 345. The cause was determined to be a failed upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 347 (check battery!) Alarm. There was no patient involvement associated with this event. No additional information is available.